Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared intact with no lifting or peeling observed, the down keypad button intermittently responded to user inputs during testing, the ok keypad button did not respond to user inputs during testing, it was observed that the ok key contact was inverted, and there was evidence of adhesive/contamination under all key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The ok keypad button reportedly sticking when pressed. The pt claimed the button has to be pressed multiple times for a response. There was no adverse event associated with this complaint.